Event description:
It was reported that noise was observed via review of lead history. Suspected externalized conductors were observed via images.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.